Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was seen by the abbott representative for initial programming and at that time it was noted the wound was separated and drainage was present at the wound site. The patient was advised to notify the surgeon of his wound status.